Event description:
Analysis of the device revealed that the coil was broken as the distal tip of the coil was not present.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Device analysis revealed that the delivery wire was bent at 24 and 30 cm from the proximal end. The proximal, middle and distal part of the main coil were completely stretched. In addition, the coil was observed to be broken as the distal tip of the coil was not present. Information available indicated that the device was confirmed to be in good condition post unpacking and preparation and continuous flush was maintained; however, resistance was experienced when the coil was advanced from the introducer sheath into the microcatheter and resistance was also experienced when retracting the coil back into the introducer sheath. Based on the information available, it is probable that the damage to the delivery wire occurred during handling as it was confirmed to be in good condition prior to use. However, it is probable that damages to the main coil occurred during advancement/retraction of the coil from/to the introducer sheath while being advanced into the microcatheter limiting its performance. Therefore, a root cause of operational context will be assigned to this investigation.

Event description:
Analysis of the device revealed that the coil was broken as the distal tip of the coil was not present.